Event description:
The implant card confirmed that full revision was performed on (B)(6) 2013, and the reason was marked as due to battery depletion with neos=yes.the products were discarded in surgery, and therefore, product analysis cannot be performed to assess the causes of the broken lead wire.

Event description:
Information was obtained from a nurse at the neurologist¿s office reporting that the patient was referred for generator replacement due to ifi=yes and the patient experienced an increase in seizures. The patient previously only had one to two seizures between november and february, whereas the notes indicated the patient had eight seizures on the referral request. No additional information was provided. The patient was scheduled for generator replacement on (B)(6) 2013. Diagnostics were not performed pre-operatively. During scheduled generator replacement on (B)(6) 2013, a lead wire was found ¿broken in the generator pocket¿ by the surgeon, so both the generator and lead were replaced. The company representative who attended the surgery reported that the surgeon may have cut through the lead, but the surgeon was unable to confirm or deny this. The surgeon just reported that the lead was broken. No x-rays were taken prior to surgery. Good faith attempts for product return are underway but have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
With the new available information, the initial report inadvertently reported the suspect medical device incorrectly. Review of device history records was performed. Review of lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
The patient was refered for generator replacement surgery, and the referral request indicated that the reason for referral was that the patient had "eight seizures and the last two were "strong convulsions." The patient is on three anti-epileptic medications. Clinic notes dated (B)(6) 2013 reported the same information and indicated that the patient was last seen on (B)(6) 2013. The physician's assessment included that the patient has uncontrolled seizures. Interrogation fo the vns generator showed that the ifi (intensified follow-up indicator) was on. No changes were made. The physician also reported that the patient needed generator replacement due to device at end of service. However, the ifi flag indicates that intensified follow-up is warranted. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.